Event description:
A customer contacted (B)(4) regarding air bubbles in the patient line of the home choice (hc) during drain. The home patient (hp) said there were air bubbles in the patient line. (B)(4) assisted the hp to end the therapy and informed him to start over using new supplies. There was no serious injury or medical intervention indicated at the time of the initial report. The home patient's (hp) nurse was contacted on (B)(6) 2010 regarding the reported problem. The nurse stated the hp was seen in the clinic on (B)(6) 2010, but did not mention any issues. No additional information was available on the supplies used or the possible cause of the air. The nurse stated that she would speak with the hp when he came to the clinic this week and advise him to make sure the line was completely primed before connecting. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was unknown; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.